Manufacturer narrative:
According to available information, this lead was successfully repositioned and remains in service. As no further information is expected, our investigation is complete. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, it was noted this right ventricular lead did not capture at maximum programmed outputs. R-wave and impedance measurements were stable. A revision procedure will be performed in the near future to assess this leads integrity. No adverse patient effects were reported. Additional information was received. Lead dislodgement was suspected. A revision procedure was performed. This lead was successfully repositioned. Acceptable measurements were obtained post procedure.